Manufacturer narrative:
The t:flex user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was approximately 200 mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using u500 humulin insulin in the cartridge. Cts informed the customer that the insulin type was not labeled for use with the pump. The customer acknowledged the information.

Manufacturer narrative:
The reported occlusion could not be confirmed or tested for due to another device issue.